Manufacturer narrative:
A visual examination of the returned solyx sis system revealed that the tip of the delivery device was broken and stuck in the carrier on the mesh assembly. The tube on the delivery device was damaged at the distal end. The mesh was slightly stretched on both ends. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a stress incontinence procedure performed on (B)(6) 2016. According to the complainant, during preparation, the shaft tip broke. The procedure was completed with a different device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a stress incontinence procedure performed on (B)(6) 2016. According to the complainant, during preparation, the shaft tip broke. The procedure was completed with a different device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.